Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous left circumflex (lcx). Before pre dilation, an opticross imaging catheter was advanced to perform intravenous ultrasound (ivus); however, the device failed to cross the lesion. Pre dilation was performed with a balloon catheter and the opticross imaging catheter was then successfully delivered to the lesion. A 16 x 3.00mm promus premier¿ stent was advanced; however, the device was unable to cross after several attempts. The physician attempted to perform additional dilatation with a bigger size balloon catheter to deploy the stent. When the device was removed, it was noted that the distal end of the stent was flattened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).